Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was determined that the cause of the mucosal damage was due to the endoscope tip contacting the mucous membrane during aspiration and/or withdrawal of the device. It was confirmed (per CAPA no. Omsc-hq-153-19) that mucous membrane damage occurs when the suction operation is performed or when the removal operation is performed immediately after the suctioning. Furthermore, since the suction operation was performed while the tip of the endoscope was in contact with the mucous membrane, the mucous membrane was caught in the gap between the scope's forceps elevator and the forceps channel, and between the forceps elevator and the distal cover. It is likely that the mucous membrane was damaged by pushing and pulling the endoscope in that state. Also, as previously stated, the mucous membrane was likely damaged by removing the scope immediately after stopping suctioning. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿take caution applying suction when the distal end is in contact with the mucosal surface. The suction can cause the distal end to aspirate the mucosal membrane. Moving or withdrawing the endoscope under this condition may cause patient injury and/or bleeding. This can be more common while degassing in the stomach, suctioning debris, and operating in a narrow lumen (e.g., esophagus, duodenum). To prevent patient injury and bleeding, make sure to: only apply suction when the endoscope is stationary. After releasing the suction valve, check the endoscopic image to confirm that the mucosal membrane is not aspirated before moving the endoscope. Releasing the suction valve might not immediately release the mucosal membrane if it becomes aspirated.¿. This supplemental report includes a correction to b1. "Adverse event" was inadvertently selected in b1 on the initial medwatch. However, this complaint is a reportable malfunction only and not a serious injury, also, information has been added to h7 and h9. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the single use distal cover was slightly cracked and caused an abrasion on the patient¿s esophagus. The issue was found during an endoscopic retrograde cholangiopancreatography procedure, which was completed using the same device. The patient was discharged in good health with no additional treatment. There were no additional reports of patient impact. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation, so the customer's allegation could not be confirmed. The reported event is a non-serious injury as no additional treatment was needed, the procedure was completed without incident, and the patient was discharged as planned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report is related to linked patient identifier (B)(6).